Manufacturer narrative:
Corrected data: d4: (B)(4). Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, tmicl12.6, -12.00/2.0/089 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2020. The "lens did not unfold properly and rotated upon injection. There was patient contact (lens touched the eye) with no patient injury. While removing the lens to reload, the lens tore. Back-up lens was implanted and this resolved the problem. The lens implanted, removed, and replaced intraoperatively (on ((B)(6) 2020).

Manufacturer narrative:
Additional information: h6- result code 114 is added based on the product evaluation results in previous MDR. (B)(4).

Manufacturer narrative:
Corrected data: h10-claim number in previous MDR corrected to (B)(4). Claim# (B)(4).

Manufacturer narrative:
Additional data: h3 - device evaluation: lens was returned in vial, in liquid. Visual inspection found haptic torn. Claim# (B)(4).